Event description:
The physician was attempting to implant a resolute integrity drug eluting stent; however, the stent dislodged from the balloon inside the patient. The stent was removed using a snare. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: stent dislodgement, root cause of dislodgement is undetermined, limited information. Conclusion: no conclusion can be drawn-root cause of dislodgement is undetermined, limited information. (B)(4).